Manufacturer narrative:
Implant date: estimated as 45-days prior to the event date.

Event description:
It was reported that the device fabric was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient returned for a 45 day follow up transesophageal echocardiogram (tee) procedure. The tee imaging showed that there was a leak of 3mm and the physician believed that there was fabric damage to the device. The patient was taken off of their anticoagulation medication and discharged home with no intervention or treatment performed.